Event description:
Two packages of stryker directinject on-demand ha cement were discovered to be solidified in their syringes upon opening the product onto the sterile field for use. Temperature acceptance dot was a light gray color, where a black color would indicate that the product needed to be discarded. FDA safety report ID# (B)(4).